Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error. This event occurred in ireland.

Manufacturer narrative:
The case logs show that the software crashes are likely due to a faulty gmas. In excelsiusgps, the gmas is responsible for the active motion control of the arm. When the gmas exhibits it indicates to the system that it is having issues keeping up with computing and data streaming. The timestamps of the errors line up with the software crashes in this case. Troubleshooting steps were taken to restart the system with hard shutdowns multiple times. Ultimately, the user opted to abort the case due to the excelsiusgps being unresponsive. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.